Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that for the past week, the patient had had pain and her legs hurt to the point of not being able to walk. It was stated that "it" would "drive [the patient] crazy no matter if [the patient] was standing or sitting." It was noted that "the pain is always there but not constantly." It was noted that the spinal cord stimulation (scs) system had been implanted in (B)(6). It was noted that the patient would have to have the scs reprogrammed "about every 2 months" because it would "wear out" and the patient's skin would get sore to the touch in the area around the ins. Additional information received reported that the patient had a loss of therapeutic effect and was experiencing acute pain, starting 2-3 weeks ago. It was noted that the patient would have to reprogram every 3 months. It was stated that "makes sore and makes legs hurt because it need to be reprogrammed." It was noted that the patient was going to be meeting with a manufacturer representative on (B)(6). It was reported that there was not a 50% or greater reduction of symptoms. It was noted that the cause of the event was not determined. It was noted that reprogramming was needed and was performed on (B)(6). It was noted that no further troubleshooting or intervention was taken to resolve the event. It was stated that the patient's therapy was "somewhat improved" and the patient was "better, but still in pain." Additional information received reported that the patient's stimulator was "no good" and it didn't work for her. The patient was trying to schedule a programming session with the manufacturing representative. Additional information was received from a patent regarding their neurostimulator implanted for chronic low back pain and spinal pain. It was reported by the patient that their pulse rate was "just not right" since a week and a half prior to the call. The patient reported that their left leg is their bad leg and they always have trouble with it, but initially the therapy worked for that leg. The patient thought they leg may have gotten worse because sometimes it feels heavy and the stimulation doesn't penetrate it. The stimulation never bothered the patient in the beginning, but it began to gradually bother them more and more in 2015 and they can't stand it. The patient reported that that sometimes the stimulation penetrates too much.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.